Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage of the distal tip of the option lok male adapter. A tubing set was being used to deliver an unspecified medication at an unspecified rate. It was reported at 1545 the nurse was trying to unhook the tubing set from an unspecified clave in order to change out the tubing set and the distal end of the option lok male adapter broke off. The tubing set was replaced and the therapy was resumed. No specific information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.